Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00277 on 06-oct-2022. Additional information (01-nov-2022): siemens noted the quality control (qc) was in range, and no other samples were affected. Siemens reviewed files from the atellica im 1300 analyzer and observed no hardware issues. The cause of a falsely elevated high sensitivity troponin I (tnih) result for one patient is unknown. Siemens cannot rule out pre-analytical variables or sample-specific issues as contributing factors. The atellica im 1300 analyzer performs as specified, and no further investigation is required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.

Event description:
The customer observed a discordant falsely elevated high sensitivity troponin I (tnih) result for one patient on an atellica im 1300 analyzer. The result was reported and questioned by the physician(s). The customer used the same patient sample and analyzer to perform repeat testing, and the results were higher and considered correct. The customer stated that repeat results matched results from the patient and issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted the incident occurred once on one patient sample and while the doctor was conducting serial troponin monitoring on the patient. The customer noted no issue with other high sensitivity troponin I (tnih) samples that ran around the same time. Quality control (qc) showed no shifts or biases. Siemens dispatched a customer service engineer (cse) to the customer site. The cse checked the atellica im 1300 analyzer and noted no errors. Qc was within range before and after testing the patient sample. The patient sample was rerun for all tests, and the customer stated no differences between the results. Siemens is investigating the issue.